Event description:
Customer reportedly obtained a blood glucose result of 465 mg/dl on a professional device and results of 57 mg/dl and 62 mg/dl on the advantage system within 10 minutes. Customer was given an injection (contents unk) based on professional device result. No adverse event reported. Requested return of suspect system and replacement was sent.